Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, it was found out that patient experiences inappropriate shock for atrial fibrillation (af) due to rapid ventricular rate (rvr) in the ventricular fibrillation zone. The shock resulted in termination of af and short run of ventricular tachycardia and the to normal sinus rhythm. The display anomaly was noted couple of days later as the device exhibited multiple mislabeled markers during episodes of af with rvr. No issues noted with device function. The patient was stable.

Event description:
New information received notes that programming changes were discussed and will be made during next follow up visit.